Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(6) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(6) and eo residual levels in compliance with (B)(6). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(6) and sterility per (B)(6) prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. The patient's mother reported the patient's infusion site to be painful and the patient's blood glucose level rose to 21 mmol/l (378 mg/dl). The infusion site was observed to have erythema and purulent drainage. The patient was taken to (B)(6) on (B)(6) 2026. The patient was diagnosed with an infection and prescribed oral antibiotics (flucloxacillin). The pod was removed prior to the gp visit, and a new pod was applied.